Event description:
It was reported that the pump was replaced due to eri (elective replacement indicator). There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). Device evaluation summary: the pump revealed no anomaly found. A partial catheter (proximal piece) was returned. Analysis of the catheter revealed coring-tears-cuts in the seal of sutureless connector.